Event description:
It was reported that the patient felt a shock while working on a vehicle motor, and that the high voltage coil impedances had varied. The lead was later explanted and replaced due to medical judgement. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt a shock while working on a vehicle motor, and that the high voltage coil impedances had varied. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 419388 implantable pacing lead, (B)(6) 2002. A 5076-52 implantable pacing lead, (B)(6) 2009. (B)(4).